Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 50mm long, eccentric shaped, 80% stenotic, de novo lesion was located in the moderately tortuous and non-calcified right coronary artery. The physician predilated the lesion with an unspecified device. During introduction of a 2.75x12mm promus element stent, the stent dislodged inside the guide catheter. The procedure was completed with a 2.5x38mm & 2.75x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).